Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient called in with emergency backup battery (ebb) fault alarm and attempted a self-test that did not resolve the issue. The patient was asymptomatic, and the alarm had stopped. When the patient came into the emergency department (ed), they had their system controller exchanged with the recent controller recall in mind. Log files from the exchanged system controller were submitted for evaluation which captured ebb faults starting on 14oct2025 at 15:57 through 16:05 when they resolved. It appeared the ebb failed the load-test to result in these faults.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025, a string of backup battery fault alarms was active due to an emergency backup battery (ebb) circuit fault. The alarms resolved on their own and pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) and heartmate 11v li-ion backup battery (serial number (B)(6)) were returned for analysis. The system controller and backup battery passed all functional testing without issue. During testing, both power cables were disconnected, and the backup battery was able to provide support to the system as intended. No backup battery fault alarms were reproduced throughout testing. Reported information stated that a self-test was attempted with no resolve. The patient¿s controller was exchanged with no issues. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU, rev. D, section 7 ¿ ¿alarms and troubleshooting¿, and heartmate 3 patient handbook, rev. A, section 5 ¿ ¿alarms and troubleshooting¿, cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 IFU, section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.